Manufacturer narrative:
Manufacturer's investigation conclusion: a root cause for the reported event could not be conclusively determined through this evaluation. The account reported the patient's post-implant care was complicated by bleeding with swelling resulting in the chest remaining open for 5 days. Also reported were right ventricle dysfunction and pulmonary hypertension. Culture tests were negative, however, the patient was given antibiotics prophylactically and did present with a uti. The patient was discharged home in (B)(6) 2018. The hm3 IFU lists right heart failure and bleeding as adverse events that may be associated with the use of the hm3 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. The IFU also provides information regarding the management of post-implantation hypertension. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information reported that upon trying to close the patient¿s chest after lvad implant, the patient¿s central venous pressure (cvp)was noted to be 40. The patient¿s chest was left open, and lasix drip was started in order to meet cvp goal. Chest closure was attempted on (B)(6) 2018 however, the patient¿s cvp still remained too high. Chest closer was attempted again on (B)(6) 2018 and was successful with the patient¿s cvp less than 12. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced significant post-operative bleeding and swelling requiring the patient's chest to remain open for 5 days post-implant. It was also reported that the patient had fevers which were attributed to the open chest vs line. Pan culture was negative. The patient was started on vancomycin prophylactically and was found to have an enterobacter urinary tract infection. The patient was discharged in (B)(6) 2018.